Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. The samples were connected at one female connector and functional testing was performed including clear passage and pressure testing which revealed a leak by assembly with twist between the tubing into the first y-site clearlink in the upstream part of one sample. The reported condition was verified in one (1) sample; however, not verified in the other sample. The cause of the condition was due to improper automatic assembly during the manufacturing process. No issues were found on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were leaking from the second y-site closest to the patient. This was further described as ¿primed tubing with saline prior to medication administration and noted leak prior to inserting into infusion pump¿. The cause of the leak was reported to be damaged IV (intravenous) tubing and upon noting the issue, new sets were obtained. There was no report of patient injury or medical intervention associated with this event. No additional information is available.